Event description:
The doctor reported that implant was removed due to loss of osseointegration approximately 1 year and 6 months since the date of surgery. Bone type observed in the are was type 1, and oral hygiene around the site of surgery was moderate. During the surgery, peri-implantitis was observed. Patient has recovered since.

Event description:
The doctor reported that implant was removed due to loss of osseointegration approximately 1 year and 6 months since the date of surgery. Bone type observed in the are was type 1, and oral hygiene around the site of surgery was moderate. During the surgery, peri-implantitis was observed. Patient has recovered since.

Manufacturer narrative:
Brand name was initially reported as "superline." Correction was made to report brand name as "implantium." The PMA/510k number was corrected accordingly.